Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of attempted insertion of essure, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of attempted insertion of essure, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("uterine perforation") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of epiploic appendagitis, endometriosis, ovarian cyst, overweight, abdominal pain, pelvic pain and right lower quadrant pain. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy, laparoscopic hysterectomy, lysis of adhesions, q painbuster catheter). The reporter considered uterine perforation to be related to essure administration. The reporter commented: procedure: diagnostic laparoscopy laparoscopic stapled resection of small bowel lesion removal of bilateral essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.044 kg/sqm. [Abdominal x-ray] on (B)(6) 2016: date of exam: (B)(6) 2016. Demographics: 39 years old female indication: r10.31: right lower quadrant pain history: rlq pain. Surgery 3 weeks ago. Checking placement of fallopian coils. Number of series/images: 1. Comparison: MRI abdomen (B)(6) 2012. Findings: the bowel gas pattern is nonobstructive. There is no dominant mass or pathologic calcification. Cholecystectomy clips are seen in the right upper quadrant. Essure coils are identified in the pelvis. These appear normally positioned. [Pathology test] on (B)(6) 2016: specimens: bilateral fallopian tubes, impact essures clinical diagnosis: pelvic pain. Final pathological diagnosis: bilateral fallopian tubes: -- complete cross section of two fallopian tubes. Gross: bilateral fallopian tubes, impact essures: received in formalin labeled "bilateral fallopian tubes with impact essures".; on (B)(6) 2018: clinical diagnosis. Result: pre-operative diagnosis / post-operative diagnosis: endometriosis, pelvic pain final diagnosis. Result: uterus and left ovary, resection: -- cervix with focal squamous metaplasia. -- proliferative endometrium. -- adenomyosis. -- uterine serosal adhesions. -- left ovary with follicular cyst.; on (B)(6) 2018: specimens a small bowel, small bowel lesion clinical diagnosis pre-op / post-op diagnosis: pelvic pain. Final diagnosis -- consistent with infarcted epiploic appendage, negative for malignancy [ultrasound pelvis] on (B)(6) 2016: demographics: 39 years old female history: r10.31: right lower quadrant pain reason for exam: right lower quadrant pain. Comparison: (B)(6) 2015 date of service: (B)(6) 2016. Findings: there is a 1.7 x 1.6 x 1.7 cm heterogenous focus within the uterus. It is circumscribed and hypoechoic. The uterus measures 6.4 x 5.1 x 2.7 cm. The endometrial stripe appears normal and measures 0.8 cm. The visualized cervix is unremarkable. The right ovary has a normal follicular appearance. Small 1.4 cm anechoic focus within the right ovary is likely a prominent follicle. The right ovary measures 2.9 x 2.6 x 1.6 cm. The right ovary demonstrates normal flow. Note was made of technically difficult exam and visualized the left ovary. No gross left adnexal lesions identified. The left ovary measures 2.0 x 2.1 x 2.0 cm. The left ovary demonstrates normal flow. There is no free fluid in the posterior cul-de-sac. Impression: 1. Small 1.7 cm heterogenous focus in the uterus is most likely a fibroid. 2. Follicular appearance of the right ovary. 3. Poor visualization of the left ovary.; on (B)(6) 2017: indication: lower abdominal pain, unspecified history: right sided low quad pain x 9 months gallbladder removed 2007. Number of series/images: 8. Impression: 1. Relatively simple left ovarian 5.2 cm cyst contains a single thin internal septation. This is likely benign/functional in nature given patient's age, though due to size may predispose to torsion. Annual 12 month follow-up transvaginal ultrasound is recommended. 2. The remainder of the left ovary is normal with small follicles and preserved stromal enhancement. 3. Surgically absent right ovary. 4. Bilateral tubal ligation devices in expected positioning within the uterus. 5. Evidence of prior cesarean section with partial lower anterior uterine dehiscence; remainder of the uterine and cervical architecture is normal. 6. Mild hepatic steatosis, otherwise negative post cholecystectomy noncontrast mr abdomen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:uterine perforation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical device removal updated as uterine perforation. Reporters,patient information, medical history, lab data, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("uterine perforation") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of epiploic appendagitis, endometriosis, ovarian cyst, overweight, abdominal pain, pelvic pain and right lower quadrant pain. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy, laparoscopic hysterectomy, lysis of adhesions, q pain buster catheter). The reporter considered uterine perforation to be related to essure administration. The reporter commented: procedure: diagnostic laparoscopy: laparoscopic stapled resection of small bowel lesion. Removal of bilateral essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.044 kg/sqm. [Abdominal x-ray] on (B)(6) 2016: date of exam: (B)(6) 2016. Demographics: 39 years old female. Indication: r10.31: right lower quadrant pain history: rlq pain. Surgery 3 weeks ago. Checking placement of fallopian coils. Number of series/images: 1. Comparison: MRI abdomen: (B)(6) 2012. Findings: the bowel gas pattern is nonobstructive. There is no dominant mass or pathologic calcification. Cholecystectomy clips are seen in the right upper quadrant. Essure coils are identified in the pelvis. These appear normally positioned. [Pathology test] on (B)(6) 2016: specimens: bilateral fallopian tubes, impact essures. Clinical diagnosis: pelvic pain. Final pathological diagnosis: bilateral fallopian tubes: complete cross section of two fallopian tubes. Gross: bilateral fallopian tubes, impact essures: received in formalin labeled "bilateral fallopian tubes with impact essures". On (B)(6) 2018: clinical diagnosis: result: pre-operative diagnosis/post-operative diagnosis: endometriosis, pelvic pain. Final diagnosis: result: uterus and left ovary, resection: cervix with focal squamous metaplasia. Proliferative endometrium. Adenomyosis. Uterine serosal adhesions. Left ovary with follicular cyst. On (B)(6) 2018: specimens: a small bowel, small bowel lesion. Clinical diagnosis: pre-op/post-op diagnosis: pelvic pain. Final diagnosis: consistent with infarcted epiploic appendage, negative for malignancy.[ultrasound pelvis] on (B)(6) 2016: demographics: 39 years old female. History: r10.31: right lower quadrant pain reason for exam: right lower quadrant pain. Comparison: (B)(6) 2015. Date of service: (B)(6) 2016. Findings: there is a 1.7 x 1.6 x 1.7 cm heterogenous focus within the uterus. It is circumscribed and hypoechoic. The uterus measures 6.4 x 5.1 x 2.7 cm. The endometrial stripe appears normal and measures 0.8 cm. The visualized cervix is unremarkable. The right ovary has a normal follicular appearance. Small 1.4 cm anechoic focus within the right ovary is likely a prominent follicle. The right ovary measures 2.9 x 2.6 x 1.6 cm. The right ovary demonstrates normal flow. Note was made of technically difficult exam and visualized the left ovary. No gross left adnexal lesions identified. The left ovary measures 2.0 x 2.1 x 2.0 cm. The left ovary demonstrates normal flow. There is no free fluid in the posterior cul-de-sac. Impression: small 1.7 cm heterogenous focus in the uterus is most likely a fibroid. Follicular appearance of the right ovary. Poor visualization of the left ovary. On (B)(6) 2017: indication: lower abdominal pain, unspecified history: right sided low quad pain x 9 months. Gallbladder removed 2007. Number of series/images: 8. Impression: relatively simple left ovarian 5.2 cm cyst contains a single thin internal septation. This is likely benign/functional in nature given patient's age, though due to size may predispose to torsion. Annual 12 month follow-up transvaginal ultrasound is recommended. The remainder of the left ovary is normal with small follicles and preserved stromal enhancement. Surgically absent right ovary. Bilateral tubal ligation devices in expected positioning within the uterus. Evidence of prior cesarean section with partial lower anterior uterine dehiscence; remainder of the uterine and cervical architecture is normal. Mild hepatic steatosis, otherwise negative post cholecystectomy noncontrast mr abdomen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.